Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) via an implantable pump for spinal pain. The patient reported they were getting no device found on the handset when they try to connect to the pump and its takes a long time to connect and get stuck at certain percentage. Patient services assisted patient with resetting the handset, after resetting, the handset power on. Patient service assisted patient with clearing the data on the handset. Patient was able to connect to pump very fast. The troubleshooting steps that were taken on the call resolved the issue.